Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system is filed under separate medwatch report number. The mitraclip xtr delivery system is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
This report is filed since the device caused dislodgement of the first implanted mitraclip. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with a chordal rupture causing a posterior leaflet 2 prolapse and flail. The first mitraclip (80117u144) was implanted with some reduction in mr. The mitraclip was stable on both leaflets, however, some of the p2 prolapse remained causing the mitraclip to appear "to rock" on imaging. A second clip delivery system (cds 80117u140) was advanced into left ventricle. During steering, the cds delivery catheter moved unexpectedly right across the area where the first mitraclip was implanted. The unexpected movement was due to the device being caught against the posterior annulus and due to the operator, who was continuing to apply the m knob. During this unexpected movement, contact was made between the second cds and first implanted mitraclip. The first implanted mitraclip then detached from the posterior medial leaflet while remaining attached to the anterior medial leaflet (single leaflet device attachment-slda). The second mitraclip was implanted on the mitral valve leaflets and a third mitraclip was implanted without reported issues. Reportedly, excellent results were obtained and the mr was reduced to grade 1. There was no clinically significant delay and reportedly, the patient is doing well. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to position appears to be due to user technique/procedural circumstance (unexpected movement of the device while steering and applying excessive m knob). Additionally, the reported device damaged by another device appears to be due to difficulty positioning the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.